Manufacturer narrative:
The implicated device was not returned to the firm for investigation because, according to the healthcare facility, once the kink in the tubing was noticed, it was unkinked and the patient's blood pressure increased. The implicated device reportedly remained with the patient and continued to be used for noradrenaline administration with the intensive care staff being extra vigilant to ensure that the tubing did not rekink. No further or permanent adverse effects on the patient were reported. When asked whether the implicated device was kinked upon receipt or whether kinking occurred during use the healthcare facility replied: "at the time of this incident the pall device kinked at the point where the tubing leaves the device although it became apparent that the tubing could kink anywhere along the line. I can't say if it was kinked in the packaging as I only saw it on the patient, however, when examining a new device of the same type it did not appear kinked in the package but on removal demonstrated the same characteristics. The tubing seems very soft and bendable." Although the implicated device was not returned for investigation the healthcare facility did return two unused products. One was an unused device from the implicated lot number (i.e. Lot # 11-238). The healthcare facility advised they usually use a variant model of the device that does not incorporate a y-injection site. The second unused device returned by the user was the variant model that does not contain a y-site. Both the models incorporate tubing made of the same material ((B)(4)). However, the model variant used in this event incorporates (B)(4) whereas the non-y site variant incorporates (B)(4). It is recognized that all types of tubing have the potential to kink if handled in a less than optimal manner. Due to the difference in wall thickness to diameter ratio between the model that includes a y-site variant and the model that doesn't , there is, in theory, a greater potential for the standard-bore tubing to kink if the tubing is inadvertently pulled in an extreme direction. However, it is important to note that a kink will release and the tubing will return to its normal state when any pressure on it is released. Neither of the two returned unused devices showed any evidence of kinked tubing upon return to their manufacturing facility. Both of the returned products were found to have been assembled and packaged correctly with no signs of damage or deformity. A review of manufacturing records has confirmed that lot # 11-238 incorporating the implicated device was manufactured and qc tested in accordance with documented procedures and met all criteria required for release. A review of our customer complaint records, over the past three years, has confirmed that no other reports of kinked tubing in the y-site-containing model were received. In summary without receiving the implicated device back for investigation we are unable to confirm, or conclusively identify the reason for, the healthcare facility's observation. However, there is no evidence to suggest that this was caused by a manufacturing deviation. It is possible that the implicated product's tubing was inadvertently kinked during use as a result of the tubing being pulled in an extreme direction and sustained pressure being applied. The healthcare facility acknowledged that once the kink in the tubing was noticed, and the tubing was unkinked the product continued to be used uneventfully with the patient. Unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported that an inotrope-dependent patient was receiving noradrenaline via the device. As a result of a kink in the device's tubing component restricting flow, the patient's blood pressure dropped to 70. The patient was sedated and ventilated. Once the kink in the tubing was noticed, it was unkinked and the patient's blood pressure increased. The device remained with the patient and continued to be used for noradrenaline administration with the ICU staff being extra vigilant to ensure that the tubing did not rekink. The user subsequently advised that the kink initially observed was at the point where the tubing leaves the filter although reportedly the tubing could kink anywhere along the line. The user was unable to advise if the product's tubing was kinked in the packaging. However, when the user examined a new device the tubing did not appear to be kinked in the packaging but on removal demonstrated the potential to kink as the tubing seemed very soft and bendable.